Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to MFR. The customer removed and returned the ac receptacle for eval; the reported malfunction was observed and attributed to a faulty ac receptacle.